Event description:
It was reported by service report that the locking mechanism would not engage and the fowler gas cylinder was leaking. Not adverse consequences have been reported.

Manufacturer narrative:
Other: leak. A stryker service technician evaluated the device, but could not replicate the alleged locking mechanism malfunction.